Event description:
It was reported that the patient underwent heartmate 3 implant via left thoracotomy. The patient was closed and the sterile field was about to be broken when it was noted that there were low flow alarms and flows had decreased from approximately 3.5-4 lpm to 2.0-2.4 lpm. After careful evaluation and echocardiogram review the patient was reopened. The patient was placed back on bypass and the pump was removed from the apical cuff. Suspected thrombus material was noted, heavily coating the visible blood contacting surfaces of the pump. A significant amount of acute thrombus within the inlet cannula and also thrombus along all sintered surfaces including the most proximal portion of the outflow graft. The patient was given blood products, intravenous anticoagulation, and a heartmate 3 pump exchange was performed. The pump, outflow graft with bend relief, modular cable, and running controller were exchanged, and the apical cuff from initial implant remained in place. After the pump was exchanged, partial (30%) protamine dose was given gradually under close monitoring. The patient was closed and left operating room at 5200 rpm, 3.8 lpm, 3.5 watts, and pulsatility index of 3.7.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Controller is referenced in MFR#: 2916596-2022-11329.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus can be confirmed based on the evaluation of the submitted photos. The photos revealed a tissue-like deposition was observed in the outflow portion of the pump cover and the inflow cannula. The thrombus appeared to be a white, tissue-like deposition. The exact origin of this deposition could not be conclusively determined through this evaluation. The deposition appears consistent with the report of low flows and potentially developed secondary to the low flow events. However, a specific cause for the low flow cannot be determined through this evaluation. The heartmate 3 lvad, serial number: (B)(6), was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24may2022. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU device thrombus and peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook , is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.